Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was moderately tortuous and moderately calcified artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres for 3 minutes. The device was removed without any problem, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure.